Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation has not been performed; therefore a failure analysis is not available. Product disposed.

Event description:
It was reported to boston scientific that during the preparation, one of the wires to the basket was broken. The case was completed with another zero tip nitinol stone retrieval basket. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."